Event description:
It was reported that the patient experienced an event in which infusion set patch was pulled off by sheet on (B)(6) 2026. The infusion set had been in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
E1: name: (B)(6), country: united states of america, street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.